Manufacturer narrative:
Tracking #.50892. Device-b. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, it was concluded that the reported event occurred due to the cut outer gasket. The instrument was rec'd with an outer gasket cut. No conclusion could be reached as to how this damaged occurred.

Event description:
It was reported the 511sl and 355sl were used during a laparoscopic cholecystectomy. It was reported the devices are from the ftr72 kit. The devices leaked during the procedure. It is a slow leak while they were working through the devices. This happened with (2) 511sl and (2) 355sl. The surgeon stuck in another 10/11 trocar so there was enough insufflation to complete the case. There was no consequence to the pt.